Event description:
The system responded with a handpiece error at the start of the lap cholecystectomy case. There was not a second handpiece available so the doctor used monopolar electrocautery. The change in equipment did not affect the case or cause any pt consequence.